Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; cause was not known. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual insulin injection to address elevated blood glucose. Recommendation was made to consult with a healthcare provider to discuss diabetes management.